Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and septic shock could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the hemorrhagic stroke and patient outcome could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 19¿ from the pump header. The remainder of the pump cable (including the inline connector) and modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief attached to the graft attachment hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned with the device. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces did not reveal any evidence of depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files were retrieved from (B)(6) and captured the pump functioning as intended. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the patient handbook are currently available. The IFU lists potential adverse events, including bleeding, stroke, infection, sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Furthermore, several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to a cerebral hemorrhage. On (B)(6) 2024 the patient had an intracranial bleed in the left hemisphere. The patient developed a stroke (right hemiparesis). A computed tomography (CT) scan was performed at the time, the patient was treated with heparin. It was noted that the neurological disorder did not contribute to the death. On (B)(6) 2024, the patient had positive blood cultures and had a major bacterial infection which was treated with medication. The cause of the infection was noted to be complexities of medical management, and the infection did contribute to death. On (B)(6) 2024 the patient passed away due to septic shock.